Manufacturer narrative:
Device received with operating currents within spec. Device passed self test. The battery was removed from device and monitored for ten minutes. Device power up properly after insertion of the battery and no post-reset ram crc alarm was noted. Device alarmed no motor movement or negligible movement. Retries to free a stuck motor failed due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to no motor movement or negligible movement. Retries to free a stuck motor failed error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received pump error alarm and the pump will not reset. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed and found pump error alarms, the customer's mother stated they were able to clear the alarms however, not able to rewind the pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.